Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Healthcare professional reported "acquired contour deformity left breast" and "lateralization of the implant. Revision of the left breast specifically left breast capsulorrhaphy.". Then healthcare professional reported "breast pain and hematoma" and "capsulotomy". This record is for a left side. Device was explanted.